Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected rf pic failed self test alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for motor arm failed self-test error with other multiple insulin pump errors. Customer¿s blood glucose was 236 mg/dl. Customer reported that he cannot get his meter to send his bg over the pump contour next link. Customer performed self test and insulin pump gave motor arm failed. Customer reported that alarm did not occur during the rewind/prime sequence. Customer reported that self test was failed. The insulin pump will be returned for analysis.